Event description:
The field service engineer reported to olympus that a camera head was returned for evaluation due to a rusted coupler. During evaluation, an e226 scope communication error code was found. There was no report of patient harm the diagnostic procedure was completed using a similar device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and in addition to the malfunction documented in b5, additional findings are as follows: pin corrosion on the video connector, and cable leaks. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected data field: g2 (remove healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) nine years since the subject device was manufactured. Based on the investigation results, a definitive root cause couldn't be determined. However, it's likely that error e226 occurred due to a communication failure caused by cable malfunction, caused to water immersion inside the cable. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.